Event description:
Revision surgery - due to the glenosphere loosening.

Manufacturer narrative:
Hospital disposed.

Manufacturer narrative:
The reason for this revision surgery was identified as device loosening after 8.5 months of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. Ncmr 21041 showed 1 part (part#: 508-36-101) with a feature over tolerance, the part was accepted with the justification "the deviation is .0001" over tolerance. There is a sliding contact between the glenoid head and the socket insert, so the .0001" deviation will not cause a mechanical interface. A review of the product complaint report history showed this is the first complaint for this lot. The root cause for the device loosening could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.